Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Conduction disturbances are known potential adverse effects per the instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the valve, as occurred in this case. Based on the limited information available, a conclusive cause for the reported complete heart block (chb) cannot be determined. It was also reported that paresis was observed in the patient¿s right upper and lower extremities and multiple cerebral infarctions were diagnosed by computed tomography (CT) scan. A variety of factors can influence the onset of stroke and a conclusive cause could not be determined from the limited information available. The patient was treated for the cerebral infarctions and no further adverse patient effects were reported. Per the device IFU, ¿stroke (ischemic or hemorrhagic), transient ischemic attack (tia), or other neurological deficits¿ are also potential adverse events associated with the valve and implantation procedure. This event does not indicate a device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the cerebral infarctions. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) developed. One day following the implant of the valve, paresis was observed in the right upper and lower extremities, and multiple cerebral infarctions were diagnosed by a computed tomography (CT) scan. The patient was treated for the cerebral infarctions and fifteen days after the implant of the valve, a permanent pacemaker was placed. No further adverse patient effects were reported.